Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 23.1 mmol/l (416 mg/dl) while wearing the pod longer than 48 hours on the back. The patient was playing football and had just eaten when he noticed his bg levels were not decreasing. The pod was removed and upon removal he noted the cannula was bent. A new pod was applied to treat the hyperglycemia. It should also be noted that the patient had suspended insulin due to hypoglycemia from corrections prior to the increase in his bg levels.